Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value not provided, cause was unknown. Reportedly, emergency medical services were called to take the customer to the hospital; however, the customer declined. The customer alleged that the pump did not deliver insulin as intended. The customer reverted to an alternate form of insulin therapy and provided no additional information. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.